Event description:
A customer contacted baxter technical services(bts) regarding assistance with ending therapy on the homechoice machine (hc). The caregiver(cg) stated, the home patient(hp) connected himself tonight, but didn't realize the hc was still in last night's therapy. The technical service representative(tsr) assisted the cg to cycle power off and on, and then end therapy. The tsr advised the cg to start over with new supplies. The tsr advised the cg to notify the nurse of the event. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single use supplies was confirmed. The complaint was confirmed because it was reported that the patient connected himself to the same disposable set used in the previous therapy. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.